Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas would not hold a charge and remained on the ¿charge ilet now¿ screen despite extended time on a functioning charging pad, consistent with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user relied on an alternative insulin therapy until a replacement arrived. Investigation included communications with the user and analysis of information provided. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.